Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in one piece for analysis. Analysis founded full breached outer insulation degradation distal to connector boot. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.